Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump had damage and a plastic piece of the reservoir was broken off. Blood glucose level of the customer was 79 mg/dl. The customer was assisted with troubleshooting and it was stated that the reservoir compartment was able to lock in its place. The device will be returned for the analysis.